Event description:
Boston scientific received info that the pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode presented to the clinic because the device pocket had split open when the pt had stretched his arms back. Al other incisions were healing well. The pocket incision had a one inch opening that was closed and reinforced with sterile strips. The pt was to continue the post-operative antibiotics and was reminded of the post-operative wound care. The patient was to be seen again the following week.

Manufacturer narrative:
It was later reported that the pt was admitted to the hospital the following day, due to a wound infection. The physician planned to explant the device, but the procedure was not yet scheduled. Device therapy remained programmed on, and no device interrogation was requested by the physician. Boston scientific received additional info that the device and electrode were explanted five days later, due to the infection. No additional adverse patient effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.